Event description:
It was reported that the patient was getting "shocked". The patient indicated that one of the leads came loose and was repositioned. Follow up has been initiated to determine which lead is involved. The leads are still in use. No further patient complications have been reported as a result of this event.

Event description:
Follow up determined that the "shocking" was muscle stimulation. The right ventricular lead was found to have no capture at maximum output. Additionally, the device was suspected to have pocket infection/erosion. Cultures showed no growth. The device remains in use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).